Event description:
The site contacted an intuitive surgical technical support engineer (tse) alleging that they were unable to auto calibrate the system for their second surgery due to an issue with the camera calibration. The system displayed the following message, calibration has already been done. The tse had the site restart and emergency power off (epo) the system and issue persisted. Tse reviewed the site's system logs and no relevant system errors were found. The tse had the site restart the system again and had the nurse perform the white balancing test from the surgeon side cart(ssc) while using the touchpad on the ssc. Nurse was able to navigate to the main menu and confirmed that the white balancing was ok. Due to the alleged issue and time constraint the surgeon decided to convert the da vinci si gynecology lymph node surgical procedure to open. No further clinical information was provided about the patient's condition after the da vinci procedure was converted to open. Intuitive surgical inc. (Isi) sent follow up questions and obtained the following information from the nurse: the system was inspected prior to use and the only issue the surgical staff had with the system was that the system displayed that the calibration was already done. The nurse reported that the patient cart was docked and the surgeon was ready to go to the console when he decided to convert the procedure to open. It was reported that the surgeon decided to convert to open due to a time limit and the surgeon had to complete the gynecology lymph node surgical procedure in less than two hours and also due to the patient's safety. The reporter indicated that the surgeon converted the da vinci surgical procedure to open due to the alleged malfunction of the system. No further clinical information was provided.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) went to the site and spoke to the reporter. The reporter mentioned to the fse that the alleged issue with the error message was due to user-error. It was noted that the surgeon forgot to close the calibration window on the touchscreen which only allowed the ecm to move. The surgeon was not aware that the da vinci system retains the scope information for an amount of time. The surgeon was also not aware that they had to do a white balancing if the light has been switched off. The fse tested the system and made some electrical/mechanical adjustments and verified that it was ready for use. This complaint is being reported due to the following conclusion: the da vinci surgical procedure was converted to open procedure due to the alleged issue with the camera calibration.